Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The complaint indicates that the patient's mother reported the sensor wire. Based on visual inspection, testing concluded that the sensor wire with (B)(4) is missing from the sensor pod and seal carrier. The problem is confirmed because the sensor wire with (B)(4) was missing from the sensor pod and seal carrier. Because the sensor wire is missing, it is considered detached. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017,upon removal of the sensor pod from the patient body, the sensor wire had detached. The sensor was inserted at the abdomen on the (B)(6) 2017. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined.